Event description:
It was reported that the pump exhibited a bubbled and delaminated downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of bubbled and delaminated downstream occlusion (dso) seal. There were no services previously reported. Review of event log found no errors relate to the complaint. Visual/functional testing was performed. The device was found in good condition. During the visual inspection it was found the dso seal was degraded. The dso seal was replaced with a new one.